Manufacturer narrative:
Updated fields- b4, g3, g6, h2, h11. Corrected fields- e3.

Manufacturer narrative:
Updated fields : b4, d9, g3, g6, h2, h3, h6 (health effect ¿ clinical code, type of investigation, investigation findings, investigation conclusions) attempts have been performed to obtain additional information. No response has been provided. The investigation will be reopened if new information is given.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported during use that cardiosave intra-aortic balloon pump (iabp) has gas loss issue. No harm or injury reported.